Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was most likely patient condition related with several impella position unknown alarms and false aorta alarm based on data log and clinical review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signaling issue occurred to a patient on impella 5.5 support. Imaging showed that impella was in the proper position. The device was advanced slightly to ensure that the device was in proper place. There was no harm to the patient as a result of this incident, however, care was eventually withdrawn, and the patient expired.